Event description:
Information received indicates the lift off foot section weldment fell from the bed.

Manufacturer narrative:
The technician found the foot section weldment was too short, not allowing the brackets to seat properly. The technician replaced the foot section weldment to repair the bed.